Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft snapped. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 16.3cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, the shaft snapped. No patient complications were reported.